Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nausea, dizzy, dry mouth. There was no report of petient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to nausea, dizzy and dry mouth. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated in this report.

Manufacturer narrative:
Additional information was received on aug 14, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged complaint of the end user experiencing nausea, dizzeness, dry mouth. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacture observed an unknown an unknown dust contaminant on the flip door, top enclosure, rear panel, ui panel, bottom enclosure, pca, blower, blower box, and blower seal. Manufacturer observed black hairlike contaminant on the rear panel, bottom enclosure, and blower. Manufacturer observed dried orange liquid contaminant on the bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed in the blower box. A keratin-like substance was observed on the blower box outlet. Manufacturer observed brown and black dust-like contaminants, inconsistent with degraded sound abatement foam throughout humidifier enclosure. Manufacturer observed black hairlike contaminant through the humidifier enclosure. The heater plate had an oily substance on it with unknown dust contamination. The seals in the enclosure were discolored. On the heater plate lid, there was potential rust like stains around the lid. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.